Event description:
I have t1 diabetes and requires having cgm 24/7. Today, my dexcom g7 expired and in the process of replacing it. I had 3 dexcom g7 failure, where the thin metal rod went out on the other side. Now, I'm out of sensor because of this and I have to wait for customer support for 2hrs to get replacement and they need time to process the replacement. Now since I'm out of cgm and have to manually check my sugar. Dexcom g7 cost me $432 monthly and it's not cheap. In the last 3 months I have more than 50% sensor failure 5 out of 9 failed. Reference report #: mw5172538, mw5172540. Pt code: 1905. Device codes: 2588, 2923.